Manufacturer narrative:
Lifescan has requested the return of the subject ultrasoft lancing device for eval, but has not yet received them. If the ultrasoft lancing device is returned, lifescan will evaluate it/them and if the ultrasoft lancing device do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user /pt contacted lifescan (lfs) alleging the one touch ultrasoft lancing device casing is broken. The pt usually takes her blood glucose reading once in the morning, once at night, and sometimes in between. The pt has not been able to test her glucose since the issue began one week ago prior to calling lfs. It would have been helpful to know what her medication regimen is, is she on a sliding scale for her insulin, when did her symptoms start, when she went to the doctor, and how she adjusts her food intake/diabetes medication based on her meter readings. The pt had been apprehensive about the amount of food/medication intake, because she could not get readings on her meter due to her inability to get a blood sample. It is not known whether she increase or decrease her food/medication intake after the alleged issue started. The patient reportedly felt shaky and was sick to her stomach at one point after the reported issue started. When she went to the doctor to get lab work done (some time after the reported issue). Her doctor informed her that her blood sugar has been high around "265 mg/dl." The doctor informed the pt that she needs to start testing and advised her to call lfs to obtain a new lancing device. This complaint is being reported due to the following reason: the pt alleged she was unable to obtain readings due to an unresolved broken lfs lancing device, developed symptoms of "shaking and was sick to her stomach", and obtained a reading from a lab result of "265 mg/dl." The meter, test strips, and control solution were replaced.